Manufacturer narrative:
Since the lot number is unknown, the full UDI number cannot be provided. The concomitant products: the carto 3 system (serial# (B)(4)), stockert 70 (serial# unknown), coolflow pump (serial# unknown); a new sndstr10 (lot unknown); reprocessed st jude livewire catheter. (B)(4).

Event description:
It was reported that the patient experienced cerebrovascular accident after afib procedure, which was confirmed by CT scan. The patient did not require any surgical intervention. The patient required additional hospitalization. It cannot rule out a product issue but acknowledges that it could have been from the patient condition's or procedure complication. The product will not be returned for analysis. This serious adverse event is determined to be MDR reportable.